Event description:
A diagnostic peripheral procedure was performed in 2008 on a female (pt) with pad under general endotracheal anesthesia (intubated). A 7 fr 11 cm sheath was placed in left common femoral artery (lcfa) and heparin was administered. Upon completion of the procedure a boomerang catalyst wire (bcw) was inserted and deployed thru the indwelling sheath w/o problem. Temporary tamponade of arterial access site was successfully achieved as evidenced by no oozing or hematoma being noted. The pt was extubated. Shortly after extubation, pt developed respiratory distress and the anesthesiologist sat the pt upright to 90 degrees which improved the pt condition. Sitting pt upright bent the groin area (cautioned against in the bcw IFU) which could dislodge the disc from the tamponading the access site. The access site was re-evaluated, disc was dislodged by sitting and a hematoma was progressively forming. Bcw was removed and manual compression was applied to provide hemostasis of the access site which appeared to be achieved. Pt was admitted overnight for observation. The following day, pt complained of pain and a pseudoaneurysm was confirmed under us. Pt underwent vascular repair the artery and evacuation of the hematoma. Patient recovered fine without sequelae and was discharged. Md stated bcw did not cause pseudoaneurysm; it formed post manual compression.

Manufacturer narrative:
The boomerang catalyst was discarded at the hospital and was not be returned to the manufacturer for evaluation. It was reported the product performed as intended per IFU providing temporary hemostasis until dislodged by bending of the access site area. Review of the device history lot record did not reveal any issues or observations that may have caused or contributed to the reported event. The physician involved stated the incident was not caused by the boomerang catalyst system. The site and tamponade appeared without sign or symptom of complication prior to re-positioning the patient to address the respiratory distress after extubation. Manual compression is employed to provide final closure of the access site - the healing clot formed by manual compression appears to have dislodged post hemostasis resulting in a bleeding episode from the access site.